Manufacturer narrative:
(B)(4). The lot 14k046 was manufactured between october 23, 2014 and october 24, 2014. The affected device was received for evaluation. Visual inspection was performed and white particulate was observed floating in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had white particulate matter floating in an unspecified location within the device. This was found before use. The device was filled with deferoxamine. There was no patient involvement. No additional information is available.